Event description:
During a procedure performed in the dominican republic on (B)(6) 2013, two slp screws were implanted using the transpedicular technique. After the rod was placed, a cap screw was used to secure the bar in place. When torque was applied, the surgeon felt that too much strength was used to apply torque, when the anti-torque sleeve was removed it became visible that the tulip head portion of the screw had splayed. Both screws were removed and replaced with no further issue and no significant delay to the procedure.

Manufacturer narrative:
Information received indicates that the product will be returned to the MFR for evaluation. To date product has not been received. Should the product be received, a follow up medwatch report will be filed after completion of evaluation. (B)(4). Review of complaint history did not reveal any additional issues of this nature reported for this lot. Review of complaint history for all part numbers in this product family did not identify a trend for issues of this nature. Root cause of the reported issue could not be determined. This report is 1 of 2 mdrs filed for the same event (ref. 3005739886-2013-00019 and 00020).